Event description:
Reportedly the patient expired in 2007, after 2 days of implant duration as per call from spouse due to unknown reasons. No further information has been received on this patient and/or device. Please reference device 6900ptfx, size 25, replacement heart valve, MFR report # 6000002-2008-08332 also implanted in patient. Also reference device 3000tfx, size 25, replacement heart valve, MFR report #6000002-2008-08333.

Manufacturer narrative:
Device not returned.